Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that surgery occurred during which the lead was explanted and replaced to address the issue.

Manufacturer narrative:
¿Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on multiple contacts of the lead. Reprogramming did not resolve the issue. Imaging showed that lead is fractured. Surgery may occur to address the issue.